Event description:
It was reported that during surgery part of the cutting head broke off during the final cutting stage. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation has shown that the bottom of the cutting head is indeed broken off. The review of the manufacturing documents revealed that the present instrument was manufactured in august 2007 and that it conforms to the specifications. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Unfortunately we are not able to determine the exact reason of this damage. We do suppose that simply normal wear and tear has caused this breakage. It is noted to ensure to position the screw properly in order to avoid a bottom breakage due to overloading and if the cutting becomes difficult due to normal wear and tear the inner cutting part may need to be exchanged.